Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade unknown. Capsulectomy and capsulorrhaphy were performed. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade unknown. Capsulectomy and capsulorrhaphy were performed. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued d.10. Concomitant therapies: calcium-vitamin d2, atorvastatin, medroxyprogesterone, omeprazole, osphena. Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.